Event description:
On (B)(6) 2011, I underwent a left total hip arthroplasty. I received a depuy hip system consisting of a pinnacle acetabular cup size 52 mm, with the 52 mm metal insert, a femoral stem 36 std, and an asphere m-spec femoral head. Soon after this surgery, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle device, I experience severe pain and discomfort when walking, standing, and sitting. I also experience severe pain and discomfort and inflammation in my left thigh and hip area. Dates of use: (B)(6) 2010 to present. Diagnosis or reason for use: osteoarthritis with avascular necrosis.